Event description:
Ng preparation, the deltaplush cerecyte microcoil 3 mm x 6 cm (cpl10030630/g13348) could not be pushed out from the tip of the introducer sheath. It got stuck and wouldn't move. An sl-10 microcatheter (details unknown) was used. It was noted during analysis that the coil was returned severely damaged.

Manufacturer narrative:
During preparation, the deltaplush cerecyte microcoil 3 mm x 6 cm (cpl10030630/g13348) could not be pushed out from the tip of the introducer sheath. It got stuck and wouldn't move. An sl-10 microcatheter (details unknown) was used. It was noted during analysis that the coil was returned severely damaged. The returned coil was severely damaged. There are three possible contributing factors related to the coil unable to be advanced out of the introducer sheath. The first factor is that there are two packed debris fields made up of fibrous material normally associated with the operating room. During coil preparation, but prior to use, the coil may have come in contact with these fibers. These two debris files may have caused blockages that produced the buckling and compression found on the coil. Proximal to both debris fields, the coil was found to have been stretched at both locations. This would occur when retracting a coil from an anchored position such as the debris fields. This type of material is not used in the manufacturing of this device. The circumstances of how and where this coil came in contact with this debris cannot be exactly determined. The second contributing factor was the confirmed presence of tissue adhering to the coil at a severely damage section. Distal to the tissue the coil has been compressed. Proximal to the tissue the coil has been compressed and then stretched. This type of coil damage exhibits a pattern normally found after removing the coil from a blockage which may have anchored the distal section. The circumstances of how this tissue became adhered to the coil cannot be determined. The third possible contributing factor would be distal interference unrelated to the three debris fields found on the coil. The source and location of this cannot be determined. Based on the information and the analysis, the event ¿coil damaged¿ was confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.